Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was able to confirm the keyboard damage. Replacement of the keyboard resolved the issue. No further issues were reported. Site refused to returned the replaced keyboard to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that imaging system's keyboard was damaged. There was no patient present when this issue was identified.